Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Bubbled downstream occlusion seal was seen in the device. Functional check was performed. The device failed occlusion testing. It was found that the downstream occlusion sensor was defective and the root cause of the issue. Therefore, the downstream occlusion sensor will be replaced. The reported allegation was confirmed. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device is out of calibration. No patient injury was reported.